Manufacturer narrative:
Additional information: g3, h3, h6. Complaint is confirmed per the customer photo that showed the broken suture. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/09/2024, it was reported by a arthrex subsidiary employee via sems-06730337 that an ar-2324slm swivellock suture broke. This occurred during use in a rotator cuff replacement case with no patient effect.